Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in bengaluru, india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the stirrer motor has been replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 1 is blocked on the patient side (e07). The circulation motor was found to be getting stuck. The issue occurred during priming. There is no report of patient injury.